Event description:
It was reported that during a routine follow up, the atrial lead had recorded noise episodes prior to a procedure for a right ventricular lead. No further episodes had been recorded since. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).